Event description:
Philips received a complaint on the philips mrx defibrillator indicating that the device has a pin bent in battery connector b. There was no reported patient involvement. Details provided in an update from the source case and email response received indicate that the customer opted not to replace the part since the device is working and, no work was performed by philips. No further investigation is possible. The device remains at the customer's site. No further action is warranted at this time.